Manufacturer narrative:
Please note that device information was requested from the physician, but was unable to be obtained.

Event description:
Reference MFR; 1627487-2019-03532. It was reported that the patient experienced high impedances due to lead migration. As a lead surgical intervention look place on (B)(6) 2019 to re-position the leads. Issue has been resolved.